Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (4 mg/ml at 0.25 mg/day) and fentanyl (200 mcg/ml at 17.6 mcg/day) via implantable pump for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient had been having increased back and leg pain since approximately (B)(6) 2020. They had a magnetic resonance imaging (MRI) today of their back and the hcp is awaiting the results. The hcp also reported that it had been 2.5 hours since the MRI and the pump was still showing a motor stall with no recovery. Technical services discussed MRI labeling and directed them to continue checking the pump status with logs every 20 minutes.